Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a dbs procedure, the imaging system was reported to have lost two memorized positions. The loss of memorized positions then required adjustment of the gantry by the site to have proper alignment for a spin. The reported issue occurred while the patient was under anesthesia, ruling out patient movement as the root cause. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.